Event description:
The patient contacted animas on (B)(6) 2012 reporting the pump had cancelled boluses the past 2-3 weeks. The patient thought it was being cancelled due to a button press, monitored boluses closely, and still found cancelled boluses with no user intervention. The patient allegedly wore the pump in a pocket and did not clean the pump. There is no reported adverse event with this complaint. This complaint is being reported due to the allegation of the bolus cancellation issue.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
(B)(4): a normal 10 unit bolus and a 10 unit audio bolus were performed successfully and both were accurately recorded in the pump history. A 10 unit bolus was performed successfully using a test meter and was accurately recorded in the pump history. There were no hypersensitive buttons observed on the keypad. The complaint could not be duplicated on investigation. Unrelated to the complaint, evaluation revealed a cracked battery compartment and a faded display screen, which has no effect on insulin delivery function. The user guide warns that cracks, chips, or damage to the pump may impact the battery contact and/or the waterproof feature of the pump. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged.